Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead with a stylet was returned. Visual and x-ray examinations of the lead was normal. All tines were found intact and undamaged. Electrical testing was also normal.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the novel lead exhibited high pacing impedance measurements. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.